Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm unexpected restart and external ram crc error. Customer's blood glucose at time of incident was unknown. The customer was advised to perform self-test and test passed. The customer was advised to monitor pump. The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer's mother noticed while doing troubleshooting the dome label is discolored. The customer's mother was advised that pump will need to be replaced. The customer's mother declined to continue troubleshooting stating she doesn't feel comfortable with the pump.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents, external ram crc error and battery out limit alarm due to motor error alarms. Insulin pump received stained end cap sticker.